Event description:
During insertion of checkpoint pin 116230 into the pelvis, it accidentally penetrated the iliac bone and was implanted into the abdominal cavity. Mako tha was completed without any problems.